Manufacturer narrative:
E.1. Initial reporter address 1: (B)(6). Investigation summary: this complaint is for misidentification of e. Coli as citrobacter koseri or enterobacter cloacae when using phoenix panel nmic/ID-307 (449289) batch number 2319818. The customer provided phoenix generated lab reports, isolates and panel returns for the investigation. To investigate, the customer returned panels from complaint batch 2319818 were tested using customer returned e. Coli isolates ((B)(6)) on a phoenix m50 instrument and evaluated for identification results. During the investigation, all panels identified as e. Coli. Therefore, this complaint is not confirmed. A review of quality notifications revealed no quality notifications generated on the complaint batch. A review of complaints revealed two additional complaints on the complaint batch, not related to this defect. Complaint trending was performed, and no trends were identified associated with this defect across this panel sku (#449289). This MDR is being submitted as part of a retrospective review of records dating april 2023-2025, under CAPA 11910483

Event description:
It was reported while using panel phoenix nmic/ID-307, a patient sample was incorrectly identified. There was no report of patient impact.